Event description:
The pt developed an mrsa infection; both the pump and catheter were removed. No pt symptoms were reported. The pump was used to deliver morphine. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.